Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4219-1104-9745 on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control results, a vitros na+ lot 4219-1104-9745 performance issue is not a likely contributor of the event. However, an individual slide related issue could not be entirely ruled out. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4219-1104-9745. An instrument related issue could not be entirely ruled out as a contributing factor of the event as diagnostic precision testing was not performed on the vitros xt 7600 integrated system. However, there was no evidence indicating that the instrument malfunctioned. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer reported obtaining a non-reproducible, higher than expected sodium result from a single patient sample using vitros chemistry products na+ slides lot 4219-1104-9745 processed on a vitros xt 7600 integrated system. Patient sample vitros na+ result of 152.7 mmol/l vs the expected result of 127.8 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected patient sample result was not reported outside of the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
Ortho has confirmed an issue involving vitros xt chemistry products alb-tp slides which may create dust and debris within the microslide subsystem on vitros xt 3400 chemistry systems and vitros xt 7600 integrated systems. Dust and debris from xt alb-tp slides may impact vitros chemistry products na+ slides leading to a potential increase in non-reproducible, positively, or negatively biased na+ results. This supplemental MDR was created to associate the issue for dust and debris from vitros xt alb-tp slides processed on vitros xt systems as a potential contributor to this reportable event. The FDA was notified of this issue on 16 july 2024. Please refer to report # (B)(4). Ortho sent a notification (B)(4) to customers on 10 july 2024. The notification informed customers that ortho will be pausing availability of the vitros xt alb-tp slides and will shift all affected customers to the individual vitros chemistry products alb slides and tp slides. In addition, ortho provided recommended cleaning steps and frequency of cleaning in the notification. Updated UDI number is (B)(4).

Event description:
This supplemental MDR was created to associate this reportable event with an issue ortho has identified for dust and debris from vitros xt alb-tp slides that may impact vitros na+ slides leading to a potential increase in non-reproducible, positively or negatively biased na+ results. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).